Event description:
It was reported that during procedure the fiber snapped and broke. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed functional testing for saline flow and connector function. The hene (helium-neon) functional test found no breaks along the fiber length. Microscope inspection identified that the fiber tip exhibited a distal circumferential fracture. However, the forward firing test for this device resulted in an output which is below the threshold for potential patient harm. In addition, it was identified that the fiber tip exhibited sever debris adhesion, which indicates the fiber was buried into tissue. The observed distal circumferential fracture is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the distal circumferential fracture. The instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Also, device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. With all the information available, boston scientific concludes that the identified distal circumferential fracture, may have led to forward firing. However, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The reported fiber break was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that during procedure the fiber snapped and broke. The procedure was completed using another fiber. There were no patient complications.